Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump disengaged from its belt clip when the user bent down, struck the ground, and the screen cracked, resulting in intermittent display functionality; a replacement pump and belt clip were arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued diabetes management using the user¿s backup plan and continued cgm use until the replacement arrived. Investigation included collection of user report and photographic confirmation of the cracked screen, along with arrangements for device return. Investigation of this device revealed physical damage to the display consistent with impact after the pump detached from the belt clip, with the failure isolated to the screen assembly and external attachment accessory. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental drop.